Event description:
It was reported that the atrial lead exhibited high thresholds. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the insulation was abraded from 42.2 cm to 42.5 cm from the connector pin and exposed the proximal coil. Abrasions are consistent with exposure to constant friction with another implantable device.